Event description:
Healthcare professional reported, right side "exchange with no complaint against the device". Healthcare professional, later reported, capsular contracture, baker grade unknown. Healthcare professional, additionally reported, malposition. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: malposition: unable to observe, as it is not related to the device. Visibility/palpability: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. Unsatisfactory result: unable to observe, as it is not related to the device. Additional observations: creases were observed. White particles observed, on the surface of the shell. Deformation was observed. No further actions are required, as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "exchange with no complaint against the device." Healthcare professional later noted capsular contracture baker grade unknown. Device has been explanted and replaced.